Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an e08 error occurred on channel a and the service light emitting diode (led) turned on during the case. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.